Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, it was reported by a nurse that the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted into an undisclosed location. The patient experienced a seizure and coma. An ambulance was called, and the patient was transported by paramedics to the hospital where he was admitted to intensive care unit and hospitalized for 12 days. The cgm was reading 90 mg/dl and the bg checked by emergency medical service was 25 mg/dl. The patient was treated with an unspecified injection. At some point during the event, the patient was also treated with insulin and other antidiabetic medications. There was no documentation of further medical intervention. At the time of the report, the patient remained in intensive care. Upon follow up call on (B)(6) 2023, he was stable and recovering. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.